Event description:
A customer reported via phone call that they took the batteries out of their pump and set their pump for 24 hours. The customer stated that they had issues with the keypad not being sensitive on their insulin pump. The patient's blood glucose level was unknown at the time of the call. No further details given.

Manufacturer narrative:
All of the buttons are functioning properly however, moisture damage was found on the keypad traces. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.